Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that all the keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, the keypad cover was intact and the ok and contrast buttons were unresponsive during the investigation. The keypad was removed to find no defects to or under the button contacts. The pump was opened to find evidence of moisture on the main printed circuit board/keypad connector. Unrelated to the original complaint, evidence of moisture was found behind the display lens and in the battery compartment.